Event description:
The event is reported as: the customer alleges that a circuit melted while in use. The concha neptune heater was used with the circuit. The customer reports that there was no negative outcome or injury to the pt as a result of this event.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product concha neptune, serial #(B)(4) was manufactured on 06/10/2011. The hdr investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.